Manufacturer narrative:
The hydromark biopsy site identifier is a sterile, single use device intended for use after an open surgical or percutaneous breast biopsy procedure to mark the biopsy site. The instruction for use and deployment guide, provided with the device, must be followed to avoid the applicator from shearing. In accordance with iso 13485:2016 and iso 10993-1 requirements, the mammomark¿ biopsy site identifier devices have been tested for biocompatibility for their intended use and patient contact duration per iso 10993-1. The collagen marker and titanium clip are the only mammomark components classified as having "permanent patient contact." Components of the applicator are classified as "limited patient contact" and qualified for the intended use during the procedure. Applicator materials are considered medical-grade but have not been evaluated for permanent implantation. As with any implanted device, the implant site should be monitored for any signs of irritation or reaction following the surgical procedure. It was reported that while doctor was inserting the marker clip, the sheath sheared and when surgeon took out sheath, a piece was left inside the breast. The foreign body was seen on the mammogram. The patient was then transferred to a room and the foreign body was removed. To date there has been no information of perrmanent impairment of a body function or permanent damage to a body structure, or a condition that necessitates an unexpected medical or surgical intervention to prevent such a disease, disorder or abnormal physical state or permanent impairment or damage.

Event description:
It was reported by the affiliate that while doctor was inserting the marker clip, the sheath sheared and when surgeon took out sheath, a piece was left inside. Foreign body was able to be seen by mammogram. Patient transferred to room for removal of foreign body with fluro.